Manufacturer narrative:
The pump was received with unresponsive buttons due to an unlocked keypad connector on the lcd board. The pump also had cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported a keypad anomaly on the insulin pump, the act button not responding. There was no significant event leading up to the problem reported by the customer. The customer's blood glucose value was 255 mg/dl. The customer was advised to discontinue use of the insulin pump and to return it for analysis and a replacement. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.